Event description:
It was reported that when the device was used during a low anterior resection, the device did not staple the posterior side of the anastomosis. Surgeon hand sutured to complete the case. There were no pt consequences.